Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient was at school and her site became detached. Patient's blood glucose level was 181 mg/dl at the time of event. The patient was able to replace site and tubing and was able to resume delivery. The patient did not notice any damage when the package was first opened. No further information available.